Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the display was scratched/damaged and could not be read safely. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required.

Manufacturer narrative:
Follow-up #1; date of submission: 03/02/2017. The device has been returned and evaluated by product analysis on 02/08/2017 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the display lens was confirmed to be scratched. The complaint was duplicated.